Event description:
A customer received questionable probnp results for one patient sample. The initial probnp result was <5 pg/ml. The doctor questioned the result the same day the initial result was reported. The customer observed the sample rack used for initial testing caused the sample to slant at an angle. The customer reran the same sample in a different rack and recovered 226.5 pg/ml. The repeat result was also reported. Patient treatment was withheld, the patient was not treated using either probnp result. No adverse affect to the patient was reported. The probnp reagent lot was 15712306. The field service representative determined the tube was not being held in the correct position because the fingers on the sample rack were broken. He found when the probe descended into the tube, a false reading was taken by the sample liquid level detection system. The field service representative checked all other racks used on the analyzer and checked the adjustments for the sample probe. He ran performance tests which were acceptable.